Manufacturer narrative:
If implanted, give date: exact date not provided, only information one month exam was (B)(6) 2021, therefore, (B)(6) 2021 is provided as a best estimate. If explanted, give date: not applicable, no indication the device was explanted. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed.¿ all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that for the catalys os 6.0 study, a patient who was implanted with the tecnis toric iol (intraocular lens) came for the 1-month postoperative visit on (B)(6) 2021. The patient was examined and exited from the study that same day. However, a slight rotation of the toric iol was noted probably by the slit-lamp exam. The patient was scheduled for overnight hospitalization yesterday ((B)(6) 2021) and secondary surgical intervention (ssi) today ((B)(6) 2021) to correct the position of the iol. The patient will have a monitoring visit scheduled for next week. Second surgical intervention post study exit planned for (B)(6) 2021: rotation of the iol on the basis of post op topography, hospitalization planned for (B)(6) 2021. Material is not available, as it remains implanted in the eye. Pre-operative vision uncorrected distance visual acuity (ucdva)=39 letters; best corrected distance visual acuity (bcdva)=49 letters. Post operative vision unknown. No vitrectomy or sutures required. Standard post-ssi medication prescribed. Through follow up it was learned that at the 1 month visit (= study exit) the following subjective refraction was measured: +1.00 -2.25 100°. The patient was hospitalized from (B)(6) 2021 (overnight). During ssi on (B)(6) 2021 the iol rotation was performed based on corneal topography from the 1-month study visit, with the goal of reducing overall astigmatism. The iol alignment is as planned according to the corneal axis marking. No additional information provided.